Event description:
During the trial implant period for an evoke spinal cord stimulation (scs) system, the patient reported neck pain and discomfort with head movement. The implanting physician reported that one (1) of the implanted trial leads had been difficult to position. An x-ray image was obtained to evaluate for potential suboptimal lead placement. The one (1) trial lead, with associated implant difficulty, was not being used in the patient¿s therapy program and was removed. The patient reported initial symptom improvement and was reprogrammed to continue therapy in closed loop with the one (1) trial lead remaining implanted. The following day the patient reported headache, nausea and light sensitivity. The implanting physician assessed a likely dural puncture. The patient presented to the emergency department for removal of the trial lead. A blood patch was administered.

Manufacturer narrative:
The leads were discarded. The cause of the reported implant difficulty could not be established. The patient was treated for a dural puncture. The implanting physician did not definitively confirm if the previous implant difficulty caused or contributed to the dural puncture. Puncturing the dura can result in the leakage of csf and symptoms consistent with the reported event, including headache, nausea, neck pain, and visual changes. The evoke scs system surgical guide lists cerebrospinal fluid (csf) leakage requiring surgery as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The patient was implanted with a quantity of two (2) trial leads from the same manufacturing lot.